Event description:
Additional information was received that the patient's generator was explanted on (B)(6) 2015 as patient reported that she had pain and that it was "shooting" her. The surgeon indicated that the patient has significant mental health issues. The leads were not removed with the possibility of future implant. The explanted generator has not been received for analysis. The neurologist later reported that the device explant was for patient's comfort.

Event description:
The physician clarified that the patient had her generator explanted because of local discomfort in 2015. The patient complained from 2012-2015 that vns was not providing the desired therapy. The physician believed that the patient possibly had some efficacy. The physician believed that the reason that the patient did not have as much efficacy as hoped for was the patient's medically refractory epilepsy.

Event description:
Additional information was received that the implanting surgeon used non-absorbable suture to secure the generator to fascia during implant surgery for this patient on (B)(6) 2011.

Event description:
The explanted generator was received on 12/07/2015. The reason for return was because the patient was not getting the desired therapy. This is different than the initial report from the physician that the explant was occurring because of pain. Attempts for further information regarding the reason for explant were unsuccessful to date. Analysis identified no anomalies with the generator. The generator performed according to functional specifications. The generator septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids.

Event description:
It was reported that the patient developed acute episodes of "feeling electrocuted" around the vns generator over the past four weeks. It was reported that device diagnostics were within normal limits and x-rays did not identify any obvious discontinuities. The device was programmed off and the patient was given the option to see the neurosurgeon and discuss explant of the vns or vns replacement. Further follow-up revealed that the patient complained of electrical shocks around the generator on (B)(6) 2015 and device diagnostics were within normal limits. It was reported that the device was programmed off and the decision was made to wait. It was reported that neurosurgery will explant the device if asked, but will not replace the device if there is no known malfunction. The neurosurgeon does not feel there is anything wrong with the device. No surgical interventions have been performed to date.